Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding at the access site which was managed with redressing. The patient also suffered from pulseless electrical activity and cardiopulmonary resuscitation was given until return of spontaneous circulation was achieved. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
B.7 added information that was omitted on the initial report that was submitted. D.4 added primary UDI number as it was omitted from the initial report that was submitted. H.4 added device manufacture date as it was omitted from the initial report that was submitted. H.6 code e0506 was reported incorrectly on the initial report that was submitted. Investigation summary: cardiac arrest : in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The device history review was completed and the pump passed all the post sterile inspection checks.